Event description:
The customer contact reported air in the tubing distal to the pump with no pump alarm. The device was returned to the biomedical dept from an unspecified area with a report of "air was in line below pump." It was reported there were "intermittent air segments, less than 1 inch segments", and "doesn't believe the pump alarmed." There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Multiple unsuccessful attempts have been made to obtain add'l info, including specific event details, pump programming, and event date.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.